Event description:
Voluntary medwatch form received notes that a patient presented with oversensing noise on the atrial lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119429.